Event description:
Subsequent information received reported that the impedances were checked and everything was good; however, the patient's device was turned off, so he had no help. The device was turned on, all four programs were changed and tested. The patient had good comfortable sensation prior to leaving the appointment with the manufacturer representative. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient never had therapeutic effect. The patient was not getting any relief at all from symptoms. The ins had been off for several months. The patient got jolted by the device occasionally. The health care professional had not given the patient a clear explanation of why the ins was not helping as the trial had helped so much. The patient was interested in having reprogramming. A manufacturer's representative planned to see the patient. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
Product ID: 3889-28 lot# v758211, implanted: 2011 (B)(6), product type lead product ID: 3093-28 lot# v941624, implanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).